Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. The patient treated via insulin pump therapy. However, the insulin pump later went blank. The customer changed the battery and the display returned. A failed battery test alarm then occurred. The battery was changed again but the failed battery test alarm persisted. The insulin pump was returned for analysis.